Event description:
Hcp reported the pt died sometime in 2004. The exact cause is unk at this time but is believed to be caused by a myocardial infarction. The pt had died "in their sleep." The pt was reported to be untreated for diabetes and was obese.